Manufacturer narrative:
Device evaluation summary: during visual evaluation of the sample, two tears were observed. Tear a measuring approximately 2.9 cm and tear b measuring approximately 2.1 cm, both located on the anterior view. Microscopic examination of the edges of the rupture a and b revealed striations consistent with a rupture with a sharp object. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The device evaluation summary has been updated: during visual evaluation of the sample, two tears were observed. Tear a measured approximately 2.9 cm and tear b measured approximately 2.1 cm, both located on the anterior view of the implant. Microscopic examination of the edges of tears a and b revealed parallel striations consistent with a rupture by a sharp object. Additional information was provided by the account stating that the shell was cut with scissors to remove the fluid from the implant in order to complete the decontamination. The information received confirms that there a and b are the tears made with the scissors as stated. In addition, the account stated that a small hole was observed on the patch area of the implant and, an image was provided where a difference in volume can be observed between the left and right side, however no tears are visible. As the product was returned damaged, the implant does not hold any air/fluid therefore a proper leak test could not be performed. The patch area was further evaluated and no additional tears were detected. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 1/21/2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Additional information was received on 1/21/2020 indicating the patient underwent device removal on (B)(6) 2020. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation with unspecified mentor saline breast implants and experienced deflation on the right side, rippling on the left side, along with pinching and itching sensations. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right side.